Event description:
The customer reported the generation of erroneously low sodium (na) patient results on their dxc 700 au chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter customer technical support (cts) performed troubleshooting with the customer. The customer reported that there was a "sample probe fouling alarm" on the instrument shortly after the low results were generated. Cst advised the customer to replace the sample probe. The customer confirmed the issue was resolved after replacement of the sample probe. Pt info: information not provided by customer. (B)(6). (B)(4).